Event description:
Caller states, the pt tested 4.0 inr on the coaguchek s system and 7.1 inr on a comparison lab. Coumadin was held for that day based on lab result. No adverse event reported. Requested return of suspect system.